Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post stenting procedure, myocardial infarction and death occurred. In (B)(6) 2010, the patient was referred for cardiac catheterization per liberte protocol that revealed the target lesion, which was a de novo lesion, located in the 75% stenosed mid left anterior descending artery that was 12mm long with a reference vessel diameter of 2.75mm. The lesion was treated with predilatation using a 2.5 x 12mm unspecified balloon catheter followed by direct stent placement of a 16 x 2.75mm taxus liberté drug eluting stent. Post stent placement, "mild indentation" was noted at the initial stenotic site which was post dilated with a 2.75 x 11mm non-bsc balloon catheter. Repeated angiograms were performed which revealed a widely patent stent with 0% residual stenosis. After one day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient died due to myocardial infarction. At the time of the event, the patient was only on aspirin. The (B)(4) drug per protocol was last taken on (B)(6) 2011.